Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product is available to be returned however has not been received. Results of the evaluation will be forwarded when the product is received and the evaluation has been completed.

Event description:
It was reported that during an unknown procedure on (B)(6) 2014 the connecting bolt driver fractured. All pieces were removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay the results of the device evaluation and to provide additional information which was unknown at the time of the initial medwatch.evaluation of device found it to be conforming to the print specifications. Root cause determined to be additional force applied to the connecting bolt which led to excessive bending moment causing the bolt to fail within the thread.